Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the endoscope reprocessor malfunctioned due to needing self-disinfection and water line disinfection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the endoscope reprocessor was not working correctly because the self-disinfection and water line disinfection had not been performed. The issue was found during inspection for use. There were no reports of patient harm.